Event description:
A sales rep called baxter corporate product surveillance to report an unknown amount of clearlink duo-vent continu-flo sets in which there was a leak. According to the report, the leaks happened at the connection point of the distal luer when the distal luer was connected to a max plus lad. The events occurred during patient use. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: twelve samples were returned for evaluation. Eleven of the twelve samples failed iso gauge testing and were confirmed to not meet iso gauge specifications. Additionally, all twelve samples were pressure tested with and without being mated to the max plus lad. Eight of the samples leaked when pressure tested while being connected to the max plus lad. Additional information: this issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. If additional information or samples become available, a follow-up report will be submitted.